Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted hysterectomy - malignant surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that the surgeon was experiencing severe arcing on the monopolar curved scissors instrument. The customer stated that they replaced instrument and green energy cable prior to calling with little to no change. No related errors were found in the logs. The tse observed in artemis the monopolar settings at 3/3 and asked if the output was what the surgeon would expect for settings of 3/3 and customer stated the output was higher than expected. The procedure was completing as planned with no reported injury.